Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged tip beak and discolored sealing ring could not be identified. However, it¿s likely, the cause of the damaged tip beak is related to thermally induced impact, wear and tear, improper handling, mechanical overload like a fall, shock or similar stress. Also, it¿s likely, the cause of the discolored sealing ring is related to wear and tear or lack of maintenance. A damaged sealing ring may cause leakage at the inner sheath in high probability. The suggested event is inspectable and detectable, by handling the device in accordance with the following sections of the instructions for use: 4 before use warning: infection control risk: properly reprocess the product before first and each subsequent use, following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning, risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed with no other issues found. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the resection sheath, 24 fr. Had a broken notch tip. There were no reports of patient harm.